Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead was observed to have blood ingression. Visual analysis found outer insulation breached in-vivo 1st rib/ clavicle. Concomitant product: addrl1, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a pocket infection occurred. The implantable pulse generator (ipg) system was extracted. The leads were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.